Event description:
Follow up information received that the patient was treated with antibiotics. The infection has since resolved.

Manufacturer narrative:
It was conveyed that the infection originates at the ipg site and the entire system was explanted, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient had a system explant due to an infection at the ipg site.